Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead was experiencing tachy oversensing with temporary inhibition of brady pacing. An invasive analysis was performed and testing identified acceptable lead and threshold measurements. The physician elected to explant the device. This report will be updated when further information becomes available.